Event description:
On (B)(6) 2025, rayner received notification from its representatives in brazil of an event that occurred during use of a rayone emv rao200e. The event description provided states that during iol implantation, the leading haptic was orientatied in the opposite direction to normal. The surgeon rotated by 180 degrees which corrected the orientation; however, on implantation into the eye the second haptic rotated 180 degrees rupturing the capsular bag necessitating lens explantation, posterior vitrectomy and implantation of a lens in the ciliary sulcus.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that during iol implantation, the leading haptic was orientated in the opposite direction to normal. The surgeon rotated by 180 degrees which corrected the orientation; however, on implantation into the eye the second haptic rotated 180 degrees rupturing the capsular bag necessitating lens explantation, posterior vitrectomy and implantation of a lens in the ciliary sulcus. The device was not returned to rayner. Following the launch of rayone as part of a validation exercise, we collected data to evaluate orientation in our iols. From the data we were able to draw the following conclusions: product tests from every batch show us that the lenses are very rarely loaded upside down. Orientation can be corrected during injection. The rayone hydrophilic IFU includes specific instructions in "use of rayone" section fig 7 "in the case of iol rotation during ejection from the nozzle, gently rotate the injector in the opposite direction to counteract any movement". Certain actions can influence the orientation of the lens e.g., removing the injector from the blister tray prior to insertion of ovd/flap closure (deviation from the IFU) resulting in a change of lens position within the cartridge. Too little, or no ovd can lead to misalignment of the lens and in a very small number of cases (estimated to be less than 2%), a failed or damaged injection. It should also be noted that injecting ovd into any other part of the rayone injector (e.g., including directly into the nozzle tip) is not described in the IFU and could cause the iol to become misaligned and/or lead directly to injection issues. Using the correct amount of ovd (equivalent to approximately 0.3ml) ensures that enough force is generated to mechanically move the iol down into the bottom of the chamber ready for folding. Without the ability to examine the device and without clear event details being provided it is not possible to determine the cause of the iol exiting in the incorrect orientation.